Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the aspiration failed during surgery and that the product might be occluded. The product was replaced and surgery completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device record and lot history could not be reviewed. The returned sample was visually and functionally tested and passed testing, no occlusion was found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).